Event description:
It was reported that the patient presented in clinic for follow-up. Device interrogation revealed high defibrillation impedance on the right ventricular (rv) lead. An x-ray was performed, and no issues were noted. No changes or intervention was reported. The patient condition was stable.